Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. One non-sterile cypher 3.50 x 23 mm was received broken in two parts. The stent was received mounted on its original position. The edges of the broken area suggest that there was a kink before it broke. Also, the unit had three kinks on the distal part received and three bends on the proximal part received. Some dried blood traces were noted on the balloon. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. In conclusion, the reported broken shaft failure was confirmed. Breakages of this nature are usually the result of ductile overload. Force or cycling of the hypotube (kinking - straightening - kinking) may result in the eventual breakage. The exact source of the force, which resulted in the breakage of the hypotube, cannot be determined. There are vessel characteristics and procedural factors which may have contributed to the event.

Event description:
The report indicated that while attempting to reach the target lesion (left anterior descending artery), the shaft broke, 20 cm from the operator. The portion of the shaft which was outside the body broke into two pieces. The lad had 90% stenosis and was calcified and tortuous. The safety and effectiveness of the cypher select stent has not been established in patients with tortuous vessels. There was no injury to the patient and the procedure was completed with another cypher.